Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an o2 manifold leak. Patient involvement is unknown, requested information regarding patient involvement.

Manufacturer narrative:
Patient/user involvement: patient involvement unknown. Request for information regarding patient involvement yielded no response. Resolution and disposition: follow up attempts to get repair information, none received.